Event description:
It was reported that: "surgeon removed ps insert to remove heterotopic bone on posterior femoral condyles. Replaced with the new insert with no problem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not made available. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.